Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header of a polyflux 140h set after starting hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Sh10: the actual device was not available; however, photographs and twelve (12) companion samples were provided for evaluation. Relevant lot information was observed during visual inspection of the product label photos. Functional leak testing on the dialysate side was performed on all 12 companion samples and no leaks were observed. The welded header seams were confirmed to be tight. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, a previous nonconformance was opened for the batch to investigate defective welding seams as a potential cause for reported leakage events. The reported condition was verified. The cause of the condition was not determined as actual sample testing could not be performed. Should additional relevant information become available, a supplemental report will be submitted.